Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture

Event description:
Consumer reported she wore a tampon for 8 hours and upon removal on (B)(6) 2024, the string separated from the pledget. She attempted to remove the pledget and a piece of pledget broke off and remained inside of her. She was unable to remove the remaining piece and on the same day, (B)(6) 2024, she went to the emergency room for removal. The consumer reported experiencing a fever, abdominal pain, nausea, and vomiting. She reported that the emergency room provider felt that she had the start of tss, prescribed her amoxicillin and administered a dose of amoxicillin in the emergency room. She reports she was instructed to return to the emergency room if her symptoms worsened. As of her reporting on (B)(6) 2024, the consumer still had a fever and some abdominal cramping, but was unsure if it was related to her period. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.